Event description:
It was reported that the device has a crack on the outside of the front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, right iui damaged ribs, spring latch cracked. Calibrated. A review of the device history record showed the device had a manufacture date of 11 jun 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn14118787 was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover front - syringe. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161for iui's. CAPA #1604765 for rear case.

Event description:
It was reported that the device has a crack on the outside of the front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, right iui damaged ribs, spring latch cracked. Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover front - syringe. A review of the device history record showed the device had a manufacture date of 11 jun 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a crack on the outside of the front case. No additional information was provided. There was no patient involvement.